Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The returned implantable cardioverter defibrillator (ICD) was analyzed, and a review of the device memory confirmed that a low voltage alert, code 1003, was not recorded. The battery voltage was 2.7 volts, and the power usage was normal while implanted. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited premature depletion. Disk analysis confirmed premature battery depletion (pbd) allegation, device replacement and return for detailed analysis was recommended. To date, the device remains in service. No adverse patient effects were reported. Additional information was obtained which indicated that the device was changed out and a new device was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited premature depletion. Disk analysis confirmed premature battery depletion (pbd) allegation, device replacement and return for detailed analysis was recommended. To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited premature depletion. Disk analysis confirmed premature battery depletion (pbd) allegation, device replacement and return for detailed analysis was recommended. To date, the device remains in service. No adverse patient effects were reported. Additional information was obtained which indicated that the device was changed out and a new device was placed. No additional adverse patient effects were reported.